Event description:
A peritoneal dialysis (pd) pt's wife reported that he was admitted to hospital (B)(6) 2014 for an infection. During follow up the pt's pd nurse reported that he had been hospitalized for peritonitis. She attributed the event to touch contamination. The infection was initially cultured on (B)(6) 2014. He was being treated with antibiotics but remained in pain with infection symptoms. He was hospitalized starting (B)(6) 2014. During hospitalization the pt continued pd until (B)(6) 2014 when he switched over to hemodialysis. The pt was last transferred over to a special care hospital (B)(6) 2014 and continued hemodialysis there. Medical records have been received. As the pt discontinued pd his cycler has been returned to the manufacturing facility.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info on MDR will be filed against the cycler while undergoing review by post market clinical dept and manufacturing plant.